Manufacturer narrative:
The insulin pump was received with partial display due to corroded electronic assemblies. Unable to perform displacement test due to partial display. The pump was received with minor scratches on case, cracked battery tube threads, missing display window cover, cracked case corner of the belt clip rails near the battery compartment, pillowing keypad overlay, cracked retainer, keypad overlay texture damage, corroded battery tube and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had cosmetic damage. Blood glucose was unknown. Customer reported that insulin pump was broken. The insulin pump will be returned for analysis.